Event description:
The user facility reported that the angio-seal footplate, suture and collagen plug were all stuck in the sheath and did not deploy on the second click. When the nurse pulled back the device nothing was inside the patient body, no footplate attached to the suture, nothing. They immediately applied pressure to the patients puncture site. They cut open the sheath and found that the footplate, the suture and the collage plug were all inside the sheath. None were ever deployed in the patient. The procedure being performed was a lower extremity intervention. The patient was stable. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: mrn number provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated from each other with the bypass tube within the sheath cap. The carrier tube was returned in rear lock position and with its shaft cut near the base. The internal components were also found cut from the carrier tube, the suture was cut proximally to the clear stop marker and the anchor, collagen, and tamper tube were visible. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).